Event description:
Pt reported obtained a blood glucose result of 237 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 37u of long-acting insulin. Pt stated that went to sleep, and approx 8.5 hours later, they experienced symptoms of hypoglycemia. Pt's spouse reportedly contacted emergency medical services, and upon their arrival, pt's blood glucose measured 52 mg/dl (using paramedics' blood glucose monitor). Pt indicated that they were treated with a tube of glucose gel. Pt was not transported to the hosp for additional treatment. Pt's current condition: fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.